Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had a hole in the balloon in zone d.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, at two minutes into the therapy cycle, a hole was noted in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.